Manufacturer narrative:
Investigation summary: no samples (including photos) were returned as of 17 december 2019 therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. As no samples and/or photo(s) were received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Based on the above, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that the bd autoshield¿ duo safety pen needle was not working properly during use, and no "clicking sound" was heard after the injection and the pen was difficult to depress. The consumer reported having elevated glucose levels the following morning after the injection. The following information was provided by the initial reporter: "consumer reported that his autoshield duo pen needles are not working properly. Consumer does not hear clicking sound after injection. Issue: insulin pen is difficult to depress issue: consumer does not hear clicking sound after injection, stated that he does not believe that the insulin is going into the injection site. Issue: glucose level is elevated the morning after injection".

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd autoshield¿ duo safety pen needle was not working properly during use, and no "clicking sound" was heard after the injection and the pen was difficult to depress. The consumer reported having elevated glucose levels the following morning after the injection. The following information was provided by the initial reporter: "consumer reported that his autoshield duo pen needles are not working properly. Consumer does not hear clicking sound after injection. Issue: insulin pen is difficult to depress. Issue: consumer does not hear clicking sound after injection, stated that he does not believe that the insulin is going into the injection site. Issue: glucose level is elevated the morning after injection."

Event description:
It was reported that the bd autoshield¿ duo safety pen needle was not working properly during use, and no "clicking sound" was heard after the injection and the pen was difficult to depress. The consumer reported having elevated glucose levels the following morning after the injection. The following information was provided by the initial reporter: "consumer reported that his autoshield duo pen needles are not working properly. Consumer does not hear clicking sound after injection. Issue: insulin pen is difficult to depress issue: consumer does not hear clicking sound after injection, stated that he does not believe that the insulin is going into the injection site. Issue: glucose level is elevated the morning after injection"

Manufacturer narrative:
H.6. Investigation summary: customer returned two (2) used 30gx5mm bd autoshield duo pen needles from lot 9015714. Customer reported: the insulin pen is difficult to depress, consumer does not hear clicking sound after injection, stated that he does not believe that the insulin is going into the injection site, glucose level is elevated the morning after injection. Both returned pen needles were examined, and it was observed that both pen needles had been used, and both the patient end (pe) and non-patient end (npe) shields had activated properly. No evidence of manufacturing defect was observed. Since both pen needles had been returned after use, and no manufacturing defects were observed, the alleged issues could not be confirmed. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. Based on the samples and/or photo(s) received the investigation concluded: -unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Based on the above, no additional investigation and no CAPA is required at this time. H3 other text : see section h.10.